Event description:
It was reported that during procedure, the fiber tip broke and stopped passing energy. The procedure was completed with another of the same device. There were no patient complications.